Manufacturer narrative:
G4: 28jan2021. B4: 02mar2021. H11: g5: k102985. H10: manufacturer's product support engineers (pse) evaluated the unit and found the primary alarm failed error in the diagnostic log, but the pse was unable to duplicate the reported issue. The pse recommends replacing the unit's speaker one (1) and central processing unit (cpu) (pcba as preventative measures. The customer was contacted, and the customer cancelled the repair. No long-term repair answer was given. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported check vent alarm occurred at the time of start up. There was no patient involvement.